Manufacturer narrative:
The apm was visually inspected internally and externally, and component / pcba damage was observed. The 7000-apm was electrically inspected to confirm the integrity of the primary input fuses, the primary to secondary isolation. Since no damage other than thermistor r10 was found, it was tested for functionality after bypassing the thermistor r10 with a jumper. The evidence indicated that thermistor r10 failed. In addition to r10 failing, significant heat was generated which damaged the bottom side of the circuit board beneath r10. The ac input fuses were still intact (not open/ not blown) and the primary to secondary isolation boundary had not been compromised. The investigation findings concluded the thermistor r10 failed due to an overvoltage / surge pulses above the specification limit of the mains input. Reports of thermal/electrical damage to an internal component do not represent a hazardous situation to the end user as the device is not intended to be held by the end user and therefore decreases the likelihood of severe injury or death to negligible. After consideration for potential harms and worst-case scenarios, no serious adverse health consequence would occur from this issue.

Event description:
Customer reported that a strong smell of burning was coming from the accessory power management (apm). The apm was unscrewed and it was found that an internal component has burned on the power supply board. There was no adverse event reported.

Manufacturer narrative:
The device was returned where an initial inspection confirmed the apms internal components had overheated, the device is pending a thorough investigation into the root case of the reported issue by the manufacturer. A supplementary report will be submitted upon completion of the investigation.

Event description:
Customer reported that a strong smell of burning was coming from the accessory power management (apm). The apm was unscrewed and it was found that an internal component has burned on the power supply board. There was no adverse event reported.